Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was performed when the issue happened. The procedure got delayed and it was completed by moving the patient to another room. A philips field service engineer (fse) inspected the system on-site and confirmed that reported problem. Upon troubleshooting, fse found that the root cause was a triggered emergency power off (epo) switch. Fse and the ups support team concluded that the ups batteries were defective. To resolve the problem, the in-house engineer replaced the faulty batteries and repaired the epo circuit. After the replacement of the ups batteries and repair of the epo circuit, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.